Event description:
Event description guidant received information that this left ventricular pacing lead, implanted april 1, 2003, exhibited pocket stimulation. The patient reported feeling fatigued and an x-ray verified a proximal fracture of the lead. It is noted that the finishing wire was left inside the lead at implant to provide better support. The lead and the finishing wire were easily removed and another lead of the same model was successfully implanted. ,